Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched alarms through the history log, but could not reproduce it during evaluation. Evaluation found the bottom latch pin to be reversed, two of four mechanism screws were loose, and a link screw was found to be missing. Evaluation was unable to close the door in the received condition and therefore was unable to determine the cause of the reported symptom due to the pump having been manipulated. The latch pins and door hooks were replaced to ensure proper door closure.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.